Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to unknown mechanical failure approximately 2 years after the lens implant. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
Additional information: the patient developed decrease of vision. The lens was explanted due to dislocation/ decentralization and replaced with another model, same diopter approximately 2 years after the lens implant. Patient prognosis is good.